Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. A receiver boot test was performed and passed. A receiver functional test was performed and passed. The receiver ¿try-it¿ test was performed and passed. The receiver log was downloaded and reviewed finding no issues related to the customer's complaint were observed within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product was provided for evaluation. Data was received but does not reflect the alleged device. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Audio\vibration test with dexcom global receiver communication tool were performed and passed. "Try-it" audio\vibration test to test alert\alarms were performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. Measure the speaker and vibrator resistance were performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. A receiver boot test was performed and passed. A receiver functional test was performed and passed. The receiver ¿try-it¿ test was performed and passed. The receiver log was downloaded and reviewed finding no issues related to the customer's complaint were observed within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.